Event description:
During laparoscopic colostomy procedure, handle of endo gia universal jammed in closed position while on the bowel of the pt and the staples only partially fixed. Instrument forced open, removed from pt and new instrument used with new load to staple over stump of bowel. The 3/4" segment of bowel (with partially fixed staple) was removed.